Manufacturer narrative:
(B)(4). On an unreported date, cefazolin and ceftazidime were discontinued, and the patient began ip antibiotic treatment with both vancomycin and gentamicin (dosages and frequencies not reported). The cause of peritonitis was "contamination" (date of occurrence unknown). The patient was retrained and reported to be recovered. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis. The cause of peritonitis was undetermined. The hp was being treated with unknown antibiotics. Additional information was requested but not provided. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review of suspect lots was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).